Event description:
It was reported that the right atrial (ra) lead was fractured. Boston scientific technical services (ts) discussed that mammogram is safe under normal use and discussed to ensure the device does not get compressed and to be vocal with technician to lessen pressure on device. This ra lead remains in service. No adverse patient effects were reported.